Event description:
It was reported that when the device was used during a colon procedure, it cut but stapled partially. The surgeon took another instrument to complete the procedure. No consequence for the patient.